Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 204mg/dl. The customer stated that he was visiting his doctor when his doctor found that his intestines were blocked and his blood glucose was high. The battery cap was difficult to remove from the insulin pump. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this repot complete to the best of our knowledge.